Event description:
It was reported during routine follow-up that the pulse generator had entered into a backup mode. The device could not be restored as it was past eri. It was explanted and replaced the following day.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.